Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the suggested intraocular lens (iol) power calculations were incorrect by more than two diopters during a cataract procedure. The physician followed the system calculation and implanted the suggested iol. Postoperative status is unknown. Additional information requested.

Manufacturer narrative:
Through investigation into surgical data, it was found that the system provided an incorrect recommendation during surgery. It was determined that the database of optimized lens coefficients on a limited number of carts had values in an incorrect order, which resulted in incorrect intraoperative lens power calculations. A single lens type was affected on each cart. This system was confirmed to be impacted by this issue. The root cause is attributed to a software coding error that led to the lens coefficients being downloaded in an incorrect order during one of the lens optimization updates. (B)(4).

Event description:
Corrected information received, a brand safety lead reported the event.